Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) in the right femoral artery after a diagnostic procedure in 2003. It was not reported if fluoroscopy was performed to determine arteriotomy placement in the common femoral artery. It was not reported if there was difficulty with insertion, deployment or removal of the device. Hemostasis was successfully achieved with the perclose a-t device. The site was described as "dry and without a hematoma" by the nurse in 2003 while still in the hospital, the patient began bleeding from the arteriotomy site and developed a hematoma 6 x 10 cm in size. Manual prssure was applied for an unspecified amount of time. The patient was taken to the catheterization laboratory in 2003 for a followup cardiac procedure. The physician attempted to use the right groin again but was unable to gain access. The left groin was used for the follow up cardiac procedure. The right groin site continued to ooze slightly post procedure and a hemostasis patch was placed. No ultrasound or CT scan was performed on the right groin site. In 2003 the patient's right groin was ecchymotic and without bleeding. The hematoma remained the same size and was soft to the touch. The patient was discharged in 2003. Although requested, no additional information has becomed available.